Event description:
It was reported that the physician's handheld would not power on. A hard reset was performed; however, the handheld screen flashed and then nothing happened. The handheld was left in various electrical outlets overnight; however, this did not resolve the issue. The physician was provided a new programming tablet and the handheld was received for analysis. Analysis is underway, but has not been completed to date.

Event description:
Analysis of the handheld was completed on (B)(4) 2015. During the analysis it was identified that the serial cable was providing power to the handheld intermittently. The cause for the anomaly is associated with an open electrical connection in the power cable portion. As a result of the open wire connection, the handheld would receive power from the ac adapter intermittently. No other anomalies were identified. Analysis of the software was completed on (B)(4) 2015. No anomalies associated with flashcard software were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.